Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s blood glucose was 62 mg/dl at the time of incident. Customer stated that the insulin pump esc button was unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose reading between 46 mg/dl to 58 mg/dl and treated with food. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to buttons not responding.